Manufacturer narrative:
Corrected data: product code and common device name. An event regarding disassociation and wear involving a metall head was reported. The event of disassociation was confirmed through clinician review. The event of wear was confirmed through material analysis of the returned device. Method & results: product evaluation and results: visual inspection was performed as part of the material analysis report (mar), dated 07 august 2020. This inspection indicated: wear damage on the inner taper and distal surfaces of the head was consistent with interaction against the stem trunnion. The inner taper was examined further using a scanning electronmicroscope. A material analysis has been performed. The report concluded:damage on the returned stem trunnion and head taper is consistent with the loss of taper lock. Based on the given information, no identifiable materials or manufacturing discrepancies were observed on the surfaces examined. Impression markings consistent with contact against a shell and yellow discoloration consistent with synovial fluid absorption was observed on the insert. Damage consistent with burnishing, scratching, and third body indentations were observed on the articulating surface of the insert. The eds analysis showed that the head (astm f1537) and stem (astm f1813) components were consistent with their respective drawings. The debris collected with head was consistent with material transfer from the stem, an oxide, and biological material. The debris collected from the liner was consistent with material transfer from the stem. -medical records received and evaluation: a review of the provided medical records by a clinical consultant stated the following comment: no patient information is given and only an explantation date of 6/6/20 is listed. The event description states: "revision of acccolade tmz . Stem dislocated (disassociated) from head and damaged poly stem replaced with competitor device." Undated x-ray ap right hip: uncemented tha with stem trunnion dislocated and disassociated from modular head which remains in acetabular component. Unlabeled color photo of blood stained intact modular metal head and poly insert. Unlabeled color photo of explanted stem with superior erosion of trunnion unlabeled color photo of poly insert articular surface with eccentric wear. No clinical or pmh, no patient demographics, no operative reports, no examination of explanted components. While the undated, unlabeled x-ray and specimen photos appear to confirm the event description, insufficient data is presented to create a medical report for this case. Product history review: a review of the device manufacturing records indicate that all devices accepted into final stock were free from discrepancies. Complaint history review: there has been one other similar event for the lot referenced. (B)(4) relates to disassociation. Conclusion: a review of the provided medical records by a clinical consultant revealed that the event can be confirmed. A review of the returned device by material analysis engineer confirmed wear damage on the inner taper and distal surfaces of the head was consistent with interaction against the stem trunnion. The subject device has been identified to be within scope of an nc and CAPA. Lot specific voluntary recall ra 2016-028 was initiated for the lfit v40 cocr heads within scope of said nc and CAPA. The investigation revealed that only specific catalog numbers and specific lots are impacted by the regulatory action and that the affected lots were manufactured on or before march 4, 2011. The root cause analyses identified a process related anomaly as to the affected sizes and lots. The affected product has all been implanted and/or expired. No further investigation is required.

Event description:
Revision of an accolade tmz size 3.5. Removal of stem, head and poly liner as the stem dislocated (disassociated) from head and damaged poly. Trident cup remained insitu. Replaced with mdm liner. Stem replaced with competitor device.

Manufacturer narrative:
It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation.

Event description:
Revision of an accolade tmz size 3.5. Removal of stem, head and poly liner as the stem dislocated (disassociated) from head and damaged poly. Trident cup remained insitu. Replaced with mdm liner. Stem replaced with depuy.